Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump alarmed motor error when he gave himself a meal bolus. The blood glucose reading was 170mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Performed the displacement test and passed, but the self test failed. During the call, the mother stated that her son was sick and his glucose level was low. The paramedics were called and the customer was taken to the hospital. The mother was not sure if it was due to the insulin pump, or just because he was sick, but he has been running low. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.